Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted during testing. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the insulin pump had a blank display. The customer's blood glucose was 450 mg/dl at the time of incident. The customer stated that she have not treated her blood glucose at the time of call. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that they were using the recommended battery. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer stated that the insulin pump turned on but went to blank to display after placing a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.